Event description:
Dealer states: seat hinge became stripped and will not operate semi-recline feature of seat. There is no report of ill effect.

Manufacturer narrative:
(B)(4). No RMA has been initiated for this issue. Modeltdxsi-h-s, serial number/date code (B)(4) and device is approximately 2 months old. The owner's manual part number 1154294, jun-11 rev. C was issued with this device. The owner's manual is also found on-line at invacare.com. It is unknown if the consumer has fully read and understands the owner's manual. Documentation provides warnings, cautions, and instructions for safely using the device. If the consumer does not understand the written warnings, cautions or instructions then they should contact invacare. Invacare attempted to obtain user information, however no further information has been received. The consumer's age, height and weight are unknown. The consumer's medical condition, stability and medication regimen are unknown. The consumer's technique while using the device is unknown. The maintenance history of the device is unknown. The malfunction has not been confirmed.